Manufacturer narrative:
(B)(4) date sent to the FDA: 10/03/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the mesh eroded into the vagina, sex was impossible and the patient experienced a pain and exhaustion. The mesh is still in the patient's body. No further information is available.